Manufacturer narrative:
In the initial MDR report, the UDI # was entered as "not available". In this report, the information has been corrected to state that the UDI# is unknown. Device evaluation: the product testing was not performed as the complaint device was not returned for analysis; the intraocular lens remains implanted in the patient's eye. The manufacturing control review shows that specification for visual inspection of silicone intraocular lenses requires that lenses are 100% inspected at 10 x microscope magnifications. The visual inspection specifications for defects are defined to release lenses within specifications and in compliance with the product intended use. The non conformance review was performed and no non conformances related to this complaint were found. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. The customers reported event could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model si30nb, had become decentered in the eye of a (B)(6) male patient. The lens was repositioned on (B)(6) 2016 but it is still decentered. The lens was implanted on (B)(6) 1994. No additional information was required.